Manufacturer narrative:
The investigation reviewed the last calibration performed on 14-dec-2023; the results were within specifications. After the event, the customer attempted to recalibrate; the calibration failed with errors. The investigation reviewed the qc recovery; the customer's target mean and qc ranges were not provided. The customer only stated that after the event occurred, their qc failed with qc errors due to their failed calibration.

Manufacturer narrative:
The reagent lot number is 73362001. The expiration date is 30-sep-2024. The field service engineer (fse) inspected the module and checked for precision; the results were out of range. He then checked the rinse mechanisms and replaced a tube in rinse mechanism 2. The precision check was still out of range. He then replaced the ultrasonic mixers and replaced the sample probe. He verified the module's performance with another precision test with successful results. The customer performed calibration and qc with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from two patient samples tested on the cobas 8000 c702 module. The initial result was reported outside of the laboratory. The initial results were flagged in the laboratory information system (lis) prompting the rerun of the patient samples on their other c702. Sample 1 the initial result from the module was 5.4 mg/dl. The repeat result from the other module was 7.16 mg/dl. Sample 2 the initial result from the module was 5.9 mg/dl. The repeat result from the other module was 7.98 mg/dl. The repeat results were deemed correct.